Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. The cause was determined to be damage to the screen guard damage. To correct the condition, the front bezel was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
The facility reported a colleague infusion pump with "screen guard damage." It is unknown when this event occurred but occurred in the "ER." This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.